Event description:
Motor stalls and recoveries were noted in the pump logs on (B)(6) 2013 and (B)(6) 2013. The stall recoveries were within minutes. The cause of the stall was not known at the time of the report. Patient symptoms related to this event were also not known. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).